Event description:
Reporter alleged discrepant blood glucose values of 149 mg/dl back to back with a result of 86 mg/dl when testing was performed 5 minutes apart on the aviva system. The location of the testing was not provided. The location of the alleged testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.